Event description:
According to the reporter: type of procedure: alt free flap. During use the device did not fire because of obstruction. The device was fired again but no clip was placed so the vessel got cut. The issue was resolved after 30 minutes and there was no further complication.

Manufacturer narrative:
MDR initial report submitted: 12/8/2008.